Manufacturer narrative:
Product analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic's quality laboratory, visual inspection found the valve to be slightly distorted; oval-shaped. All leaflets were slightly stiff but flexible, except where host tissue extended on the inflow of the non-coronary and left cusps. Two large tears through the free margin and lunula of the left cusp were determined to be due to contact with the bias cloth along the non-coronary left and left right stent posts. Tears in the tunica of the left and right cusps along the inflow margin of attachment were determined to have occurred during explant when host tissue was removed. All commissures were intact. Glistening off-white pannus remained attached to the tissue and base stitching adjacent to the non-coronary cusp, into the inferior coaptive area, extending to the inflow margin of attachment of the non-coronary and left cusps and 1 to 4.5 mm onto both cusps, showing a reduced inflow orifice area. Remnants of pannus remained attached to the sewing ring on the outflow, to the outflow rail and stent posts adjacent to the right a nd non-coronary cusps. It was determined that an unknown amount of pannus had been removed on the inflow and/or outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: based on the received information and the returned product analysis, the reported regurgitation was most likely due to the cuspal tears. Leaflet contact with the bias cloth could be a potential cause of the tears. Cuspal tear due to contact with the bias cloth is a known potential risk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted and replaced two years, nine months post-implant due to regurgitation and aortic insufficiency resulting from a torn leaflet in the non-coronary sinus.